Event description:
Customer reported the ventilator on modulus ii quit during a case. Clinician reportedly switched to another anesthesia machine. It was subsequently noted that the rgm monitor indicated high agent/co2. Clinician switched to another rgm and agent/co2 was reportedly noted to be low. The rgm was then calibrated and the readings reportedly remained low. A vaporizer was subsequently brought into the room. The pt reportedly started to wake up. There was no reported pt injury.